Manufacturer narrative:
Concomitant medical products: dtba1d4, crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high pacing impedance and oversensing/noise during interrogation that was reproducible with arm movement. A fracture of the rv lead was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.